Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) pt's wife contacted technical support for assistance in returning her late husband's cycler. During a follow-up call with the pt's pd nurse, it was reported that the week of (B)(6) 2013 the pt experienced head and neck aches. On (B)(6) 2013 during pd therapy the pt became ill and began to vomit. The pt's wife disconnected the pt from the cycler and transported the pt to the hospital where he later expired due to a brain aneurysm (per the pt's wife). Medical records were received and detailed the following: the pt complained of weakness for one week and was bed bound predominantly with headaches 2 - 2.5 days prior to event. Pt continued taking aspirin and coumadin. The pt also complained of pain radiating to the neck. He was taken to the ER, a CT scan showed a large left hemispheric intraparenchymal bleed with extensive into ventricles and global mass effect and midline shift. The pt was intubated and started on mechanical ventilator. Neurosurgery was consulted, given the size of the bleed, it was decided that he was not a candidate for medical intervention. The day following arrival to the ER the family decided that withdrawal of care be performed. The pt was terminally extubated on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Upon completion of the medical eval performed by the post market clinical physician, it was found the pt suffered a ruptured brain aneurysm with intracranial hemorrhage and subsequent death. Pt suffered esrd and was receiving daily peritoneal dialysis using the cycle. Prior to the hospitalization, there is no record or history of problems with the peritoneal dialysis treatment or devices used. There is no evidence that the devices or treatment caused or contributed to the event of a ruptured brain aneurysm. There was no heparin or anticoagulation used during peritoneal dialysis. The device was not returned to the manufacturer for physical eval. A plant investigation is currently ongoing. A supplemental report at the conclusion of the investigation. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. This medwatch report is associated with MDR # 2937457-2013-00449.